Event description:
A physician reported a pt who on 30 april 1999 was skin-tested in the forearm with negative results and subsequently treated in the glabella without event. On 18 october 1999, the pt was treated in the glabella. The procedure was without event. On 20 october 1999, the pt phoned to report red streaks at the treatment site. On 21 october 1999, the physician noted erythema, interspersed with white areas at the treatment site. The physician prescribed oral keflex and topical polysporin ointment. On 19 november 1999, the physician noted that the erythema was resolving, and on 1 december 1999, that the symptoms had resolved. The diagnosis was probable vasospasm.